Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, sparkles were noticed regarding the 8mm maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. Also the instrument was found to have thermal damage at the outside of the yaw pulley next to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula was not inspected prior to use. The pin gauge was not used to inspect the cannula. The arc ground between the jaws. Cauterizing was being performed when the arcing event occurred. Bipolar energy was activated when the arcing event occurred. The instrument was connected properly. E-100 generator was used. The settings used on the generator/esu were cut:3, coag: 3. The instrument was used prior to the arcing event 30-60 minutes. Monopolar curved scissors instrument was in use as the grasping instrument. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) was not in contact with tissue. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.